Event description:
The customer reports that a right subclavian triple lumen catheter was placed in a critically ill patient. The vein cannulated on first stick and guide wire inserted without difficulty. Dilator placed also without difficulty. The user placed line over guide wire but could not remove it and could only withdraw to a degree and then met significant resistance. With minor repositioning wire then moved but only a portion of wire came out. The remainder of wire remained in vein and was not visible. The patient required surgery to remove the remaining wire. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned various components including a guide wire and catheter for evaluation. Visual examination revealed the guide wire was separated and unraveled near the center of the guide wire body. The overall guidewire contained multiple kinks/bends throughout. Microscopic examination confirmed the distal and proximal welds were fully intact. Visual examination of the returned catheter did not reveal any defects or anomalies. The total length of the returned catheter body measured to be 167 mm which is within specifications of 157-177 mm per product drawing. The prominent kinks in the guide wire were located 32 and 130 mm from the distal tip. The total length of the returned core wire measured to be 452 mm (254 mm, 198 mm) which is within specifications of 450-458 mm per product drawing. This indicates that the entire guide wire was returned for analysis. The outer diameter of the returned guide wire measured to be 0.794 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was unable to enter the returned catheter due to the damage. A lab inventory guide wire the same size as that provided in this kit was passed through the returned catheter with minimal resistance. A manual tug test confirmed the proximal and distal welds were fully intact. A device history record review was performed on the guide wire and catheter with no relevant findings. The instructions-for-use provided with this kit instructs the user, "the arrow catheter included in this product has been designed to freely pass over the spring-wire guide. If resistance is encountered when attempting to remove spring-wire guide after catheter placement, the spring-wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously. Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the spring-wire guide". The customer report of guide wire separation was confirmed by complaint investigation of the returned sample. The guide wire was separated and unraveled near the center of the guide wire, and the wire contained numerous kinks and bends. The sample passed dimensional inspection and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error (undue force) likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a right subclavian triple lumen catheter was placed in a critically ill patient. The vein cannulated on first stick and guide wire inserted without difficulty. Dilator placed also without difficulty. The user placed line over guide wire but could not remove it and could only withdraw to a degree and then met significant resistance. With minor repositioning wire then moved but only a portion of wire came out. The remainder of wire remained in vein and was not visible. The patient required surgery to remove the remaining wire. Patient condition reported as fine.